Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2017 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2017 - the patient was injured. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the cord was dissected from the surrounding structures on the floor of the canal and a cord lipoma was identified and dissected off the cord structures. The cord was retracted superiorly and a direct hernia was noted. The overlying fibers were opened to reveal the hernia below was dissected circumferentially and a medium perfix plug (device #1) was inserted into the defect underneath the fascial edges. The mesh patch was then trimmed to fit and secured at the pubic tubercle and along the shelving edge tails were secured around the cord at the internal ring with sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia and mesh migration thereby underwent open repair with implant of perfix plug (device #2) and removal of mesh(device #1). Per operative notes, ¿a small amount of white firm fibrotic material was discovered determined to be the fibrotic and adhesed prior mesh (device#1). The mesh had significantly obscured normal anatomical planes. Cord structures were identified, dissected. The prior mesh(device#1) had migrated complete out of its intended placement and transversed normal anatomic boundaries to migrate inferiorly and medially lying in a plane primarily above the pubic bone. Multiple pieces of previously placed mesh (device #1) was excised. The large direct hernia was seen. The adhesions to the cord and surrounding structures were taken down and it was completely reduced into the preperitoneal space. A perfix plug (device #2) was placed and sutured to the pubic tubercle and conjoint tendon effectively obscuring egress through the direct space for the reduced hernia and an additional patch component of the mesh repair was laid in such a way as to encircle the spermatic cord and cover the remainder of both the direct and indirect spaces. The mesh patch was secured by suturing it to the shelving edge of the inguinal ligament and conjoint tendon, using sutures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, psychosexual dysfunction and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 1 month post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions and fibrosis thereby underwent repair with removal of mesh. Per operative notes, "the prior mesh had migrated complete out of its intended placement and transversed normal anatomic boundaries to migrate inferiorly and medially lying in a plane primarily above the pubic bone." The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.